Event description:
The customer reported being hospitalized due to high blood glucose levels. The customer stated that he was bolusing with the insulin pump, but his blood glucose levels continued elevating. The customer had not tried changing the infusion set to solve the problem. Troubleshooting was performed, and the insulin pump was programmed correctly. Found that the customer changes the infusion set every three to four days. Advised the customer to change the infusion set every two to three days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.